Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. The customer event had occurred after a facility power surge. The system was found to be operating as intended.

Event description:
The customer reported the system displayed communication and x-ray disabled error messages. No report of patient injury.